Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing (pptwos). The ICD was reprogrammed and the patient left in stable condition. Further information was requested but not received.